Event description:
The patient developed and infection in the fall of 2013. The device had to be taken out and replaced. Additional information has been requested.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).